Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was discovered in the ventilator's downloaded event log. The technician recommended replacing the device's oxygen blending module board to address the issue. No further investigation is required at this time. No repair was performed. The service was canceled, and the device will be scrapped due to lease being up. The faulty oxygen blender pca will be removed from the device and returned to the manufacturer for further evaluation. Confirmed the software version is 14.1.03.